Manufacturer narrative:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports receiving a pod communication alarm during operation. An investigation of the device confirmed that there was a tear in the cannula. An investigation of the device confirmed that there was a tear in the cannula and corrosion was observed on multiple components, such as the chassis, bottom battery, middle battery, linkage assembly, printed circuit board assembly, hook talon, tube nut, and inside the commutator cap. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports receiving a pod communication alarm during operation.